Manufacturer narrative:
Insulin pump received with no button response due to component/lcd keypad connector unlocked. Insulin pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the button had intermittent responses. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.